Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of left lower quadrant pain, dysmenorrhea, heavy periods, parity 3, multi gravida and multi gravida. The patient had a family history of breast cancer, diabetes, dysmenorrhea and dysuria. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy,total abdominal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: gross description: the myometrium is up to 3.0 cm with two tan-white whorled intramural nodules, 0.2 and 0.5 cm. Within the left cornu is an approximately 3.0 cm silver wire suggestive of a portion of the essure device. Within the right anterior cornu is a 1.0 x 0.3 cm silver coiled object suggestive of a portion of an essure device. Separately received is a 2.5 x 1.0 x 0.3 cm portion of additional tan-pink smooth ectocervical mucosa [ultrasound scan] on (B)(6) 2018: findings: the uterus is not visualized, compatible with the provided history of recent hysterectomy. The right ovary is also not visualized, again consistent with the provided history of oophorectomy. Impression: 1. Limited study due to postoperative changes, bowel gas, and transabdominal imaging only. The patient refused endovaginal ultrasound. 2. Enlarged left ovary containing a 4.5 cm complex cyst, hemorrhagic versus proteinaceous. No sonographic findings to suggest torsion. Ultrasound follow-up is recommended, preferably with endovaginal imaging, both to document cyst resolution as well as to exclude a cystic mass with a solid component. 3. Complex fluid collection within the cul-de-sac at the hysterectomy bed, 3.2 x 2.2 x 1.5 cm, consistent with a postoperative hematoma. Superinfection cannot be excluded sonographically. 4. Status post hysterectomy and right oophorectomy quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.